Event description:
On (B)(6) 2013, the reporter contacted animas alleging display (blank screen) issue. It was reported that the pump just blacked out. T was reported that the display is dimming very quickly, like in 5 seconds. It was also reported that display time out is set for 30 seconds. The information provided indicated that the patient is pushing the contrast button when it starts to dim but it is not responding and does not brighten.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: the pump was powered on and the display was observed to be dim with pink tint. The dim display was removed and replaced with a new test display and found to be fully functional. Moisture was observed in the battery compartment. A leak test was performed with unremarkable results. The pump case was opened and no further evidence of moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.